Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one week after the implant procedure, the implantable cardiac monitor (icm) physician experienced "issues with the device positioning and problems with the patient". The physician tried "other corrective measures". The icm was explanted. No patient complications have been reported as a result of this event.